Event description:
Health care professional (hcp) reports 2 fiber leaks noted by blood in the dialysate compartment during the onset of the patient treatments. New disposables were used to continue the treatments without incident. One patient dialyzer was reused 3 times and another 11 times prior to the reported events. Hcp reports no patient injury or need for medical intervention.